Manufacturer narrative:
Information added/updated to section h6 (device code, investigation findings and investigations conclusions) corrected data in section g3 reported in the initial medwatch: dec 12, 2025 replaces dec 23, 2025 and h6 (type of investigation): 4115 (device discarded) replaces 4117 (device not accessible for testing) additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Six pictures were provided and reviewed. Per the image evaluation, customer report of regurgitation was unable to be confirmed through image evaluation. Pictures showed explanted valve with blood residues around. What appear to be host tissue overgrowth was observed on both inflow and outflow aspects. Leaflets appeared to be translucent-like due to dehydration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at implant.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was severely altered during the intervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from finland that this inspiris resilia valve model 11500a29, implanted in pulmonic position, was explanted from this patient after an implant duration of 2 years and 10 months. The patient presented with heart failure prior to the intervention. A valve-in-valve intervention was initially undertaken to manage intra-valvular regurgitation. Subsequently, embolization of a 29 mm transcatheter valve into the left pulmonary artery necessitated conversion to open-heart surgery and another surgical valve was implanted in replacement. The patient was noted to be in stable condition after the procedure.